Event description:
The complaint is reported as: "patient who requires passage of a central venous catheter, when advancing the metal guide, it bends inside the vessel. New guide re quired, removed from glass". The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. Visual examination revealed the distal j-tip was slightly deformed. Microscopic examination revealed one slightly offset coil in the j-tip. The distal and proximal welds appeared fully and spherical. The total length of the returned guide wire measured to be 604 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.802 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was able to pass through a lab inventory ars/needle and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire j-bend was slightly misshapen. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "patient who requires passage of a central venous catheter, when advancing the metal guide, it bends inside the vessel. New guide required, removed from glass". The patient's condition is reported as fine.